Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Patient had proximal humerus fracture. Proximal humeral nail (not stryker) was implanted, then converted to total reverse shoulder. The glenosphere disassociated from glenoid baseplate and patient was revised.

Manufacturer narrative:
An event regarding disassociation involving an reunion glenosphere was reported. The event was not confirmed. Method & results: device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. Medical records received and evaluation: no medical records were provided for this revision failure mode (x-rays provided were of a previous case of revision for the patient). Device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review: there has been no other event for the lot referenced. Conclusions: the exact cause of the event could not be determined because insufficient information(duplicate medical records) was provided. Further information such as return of device, pre- and post-op xrays, patient history, histopathology report & follow-up notes are needed to investigate this event further. If additional information and/or device becomes available, this investigation will be reopened.

Event description:
Patient had proximal humerus fracture. Proximal humeral nail (not stryker) was implanted, then converted to total reverse shoulder. The glenosphere disassociated from glenoid baseplate and patient was revised.